Event description:
Boston scientific received information that the communicator would not power on. The patient was sent a new power cord to resolve the issue and the communicator would still not power on. No adverse patient effects reported.

Manufacturer narrative:
Post market quality assurance confirmed the allegation of the communicator not powering up. It was found that the power cord had melted making this product deformed.